Manufacturer narrative:
On 23 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 25 nov 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 25 september 2015: lot 148644: (B)(4) items manufactured and released on 11 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Versafitcup cc flat pe hc liner ø 32 / e ref. 01.26.3244hct lot. 151087 (k103352): lot 151087: (B)(4) items manufactured and released on 28 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Amistem h cementless std stem #3 ref. 01.18.133 lot. 150849 (k093944): lot 150849: (B)(4) items manufactured and released on 06 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. On 07 september 2015 it was added that: the explanted implants were sent to a laboratory and are not available yet. According to the surgeon, there was only a cutaneous infection and no infection signs around the implants. On 23.sep.2015 it was communicated that the rep. Tried to call again the surgeon to get further information. The infection was confirmed but he doesn't want to communicate more information about this patient. Not available yet.

Event description:
Suspicion of infection. The surgeon decided to re-open and change the mobile elements (head and inlay).